Event description:
It was reported that the patient's display showed the "call your doctor" icon and a por (power on reset) condition today. The patient had cancer with radiation therapy last week three times to the head and neck. The por was cleared, but the stimulation was too high and patient got shaky. The stimulation was turned down and back on and the patient quit shaking and was feeling better. Subsequent information received reported that the patient received radiation therapy again today and the por condition returned along with loss of therapy. The patient has had four sessions and was scheduled for two more radiation treatments. The possible damage to the device due to radiation therapy was reviewed and it was suggested to turn the device off prior to treatment. Reviewed procedure to clear por and it was cleared. It was reported that the patient had an overstimulation sensation when the device was turned on and it was too strong. The settings were 4.8 and 4.0 volts. The settings were adjusted to 4.6 and 3.6, as that was the lowest setting. The patient outcome was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2010. Product type: extension: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387-40, lot# v008172, implanted: (B)(6) 2006. Product type: lead: product ID 3387-40, lot# v008172, implanted: (B)(6) 2006. Product type: lead. (B)(4).